Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose of 400 mg/dl and 600 mg/dl. The customer treated with manual injections. The customer's high blood sugar started on (B)(6) 2017. Troubleshooting was performed. Nothing is returning.